Manufacturer narrative:
Correction. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However it can now be concluded that the reported event does not meet the criteria of a reportable event as per our risk documentation. Therefore this MDR is being cancelled.

Event description:
Mps reported electrical issue and noticeable burnt smell. Mps turned on robot for the first time of the day and there was an electrical "explosion" on the back panel. Smell is mostly coming from the back panel but was strong enough to fill the room. Mps was advised to unplug and remove system. Patient was not under anesthesia. Update: 1. The surgery was completed manually. Case type / application: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Not returned.

Event description:
Mps reported electrical issue and noticeable burnt smell. Mps turned on robot for the first time of the day and there was an electrical "explosion" on the back panel. Smell is mostly coming from the back panel but was strong enough to fill the room. Mps was advised to unplug and remove system. Patient was not under anesthesia. Update: the surgery was completed manually. Case type / application: tha.